Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material was found in the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and new information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be conclusively identified, however, it was confirmed the user facility uses simethicone. The cause of the material remaining in the device could not be specified as there was no damaged to the area where the material was detected and no deviations from the instructions for use (IFU) regarding reprocessing methods. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance for this device.